Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported their replacement controller they got was working, but their stimulation didn't stay on. Pt said the controller says "stimulation on" but stimulation kept shutting off. Pt clarified they wouldn't see the "stimulation is off" message on the home screen, but would be in pain so they knew stimulation was off and when they pushed the top white button they would see the "stimulation on" option so they would press that. Pt said it would take a minute on turning stimulation on to see the green box with the a so pt believed that's how they'd know stimulation was off. Pt also said the ins battery charge went down slowly (pt said they charged to 100% yesterday but was at 60% during the call). Pt doesn't know if they had adaptivestim programmed in. Pt mentioned they had to take muscle relaxers yesterday due to the issue. Pt unlocked the controller and reported stim was on and they were on group a. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue.